Event description:
It was reported by service report that the cot has a leaking fowler gas cylinder. Customer could not determine if there was patient involvement or if there were adverse consequences to report.